Event description:
It was reported that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity and remote monitoring became disabled. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. No adverse patient effects were reported.